Event description:
On (B)(6) 2013, this patient underwent endovascular repair of an ascending and transverse arch aneurysm with conformable gore tag thoracic endoprostheses. An aortic conduit was placed to facilitate passage of a 24 fr. Sheath and deployment of the endoprostheses. The first ctag device was deployed within the aortic arch with a minimum of 3 cm overlap into an elephant trunk graft that extended from the level of the left subclavian artery down to the diaphragm. A second ctag device was then placed within the previously deployed endoprosthesis with a 3cm overlap zone. The entire graft particularly the proximal, distal and overlap zones were ballooned with trilobe balloon. The patient tolerated the procedure well. Upon awakening from anesthesia, the patient was unable to mover her legs. After multiple attempts, a spinal drain was successfully placed. Upon laying the patient back to a supine position, her pressure dropped and there was a concern of intra-abdominal bleeding from the multiple attempts to place the spinal drain. The patient was re-prepped and the retroperitoneal incision was re-opened. A small subcapsular hematoma in the left kidney was determined, but no active bleeding was identified. The patient's blood pressure stabilized and the incision was again closed. Several millimeters of cerebrospinal fluid was drained, and upon awakening the patient was able to move her legs.